Manufacturer narrative:
Gtin number: unknown. (B)(4).

Event description:
A patient was implanted with a trifecta gt valve two months ago and remains within the hospital secondary to hemolysis. Complete work-out excluded all potential causes for the hemolysis, and the exact cause remains unknown. The patient had a tee showing trace aortic regurgitation with normal hemodynamic performance and no evidence of paravalvular leak.